Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log), but did not reproduce the 'unk' alarms. The history log showed multiple alarms, but was unable to find a definitive cause. Eval found low fluid numbers on the ultrasonic sensor which could contribute to 'air-in-line' alarms found in the history log. The device was calibrated to ensure proper function.

Event description:
It was reported that a spectrum pump displayed an 'unk' alarm. It was also reported that there was no pt involvement.